Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400s mg/dl) at its highest. A bolus via the pump was delivered to address the high bg level. The customer did not know the cause of the high bg. The customer was now using another tandem pump to manage diabetes. The bg level was currently 78 mg/dl.